Event description:
It was reported that the customer experienced alarm 2 followed by alarm 26 due to an occlusion issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl nor did the cgm read "high". Technical support instructed the customer to adjust the t: lock and deliver a 5-unit bolus, affecting insulin on board. Despite instructions, the occlusion alarm did not recur, and the blockage appeared to be at the site. The customer continued using the soft cannula infusion set but declined to remove the site for further observation, leading technical support to resume insulin delivery without determining the occlusion's cause.